Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the right ventricular (rv) lead exhibited noise issue. During the rv lead extraction procedure, the implanted right atrial (ra) lead was dislodged. The rv and ra leads were explanted, and the rv lead was replaced on (B)(6) 2025. The patient was in stable condition.